Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. The patient passed away at the hospital. It was not reported if an autopsy was performed. It was not reported if the pd therapy was ongoing until the time of death. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). The device was manufactured in 2000. The device was received and an evaluation was performed to investigate the reported event. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. A visual inspection was performed. Functional testing was performed. An abridged simulated therapy was unsuccessful due to an unrelated issue of a defective compressor. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. No failure or malfunction or iipv event was identified that could have caused or contributed to the home patient passing away. The cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in 2000. A review of the device history found that the device was no longer in original manufacture condition and revealed no issues that could have caused or contributed to the reported event. Should additional relevant information become available, a follow-up report will be submitted.